Event description:
The device is indicated for use by health care professionals in the collection and transport to a clinical laboratory of neonate blood as dried blood spots. The neonate blood is tested to screen the infant for congenital abnormalities of metabolism and other conditions. The device is presented as joined parts which constitute the total device presentation; forms providing the infant's demographic details, and the 903 paper portion to which capillary blood spots are applied. The device is indicated as a blood specimen receptacle. The blood is transported to a laboratory as dried blood spots. No other indications or claims are supported. The complaint described by the customer is of low assays of biotinidase from blood samples applied to 903 paper. The customer alleges that the low assay is caused by the 903 paper lot w091.

Manufacturer narrative:
Additional lot# 6846909. The device is indicated as a blood specimen receptacle. The blood is transported to a laboratory as dried blood spots. No other indications or claims are supported. The complaint described by the customer is of low assays of biotinidase from blood samples applied to 903 paper. The customer alleges that the low assay is caused by the 903 paper lot w091. Gehc investigation of this complaint is not complete. Gehc will submit a follow-up report on or before (B)(4) 2010. Gehc targets that this follow-up report will provide its final investigation report.